Event description:
Reportedly, the pt was scanned with a synergy spine coil for a lumbar study. After the study was completed and after removed from the mr gantry, the pt indicated that their thumb had begun hurting at the start of the exam and continued to hurt throughout the exam. The technologist did not observe anything unusual with the pt's thumb at that time. However, the pt returned sometime later and let the same technologist examine their thumb, which had developed a blister approximately 15mm across. The pt also indicated they had developed a blister on their thigh, but this injury was not observed by the technologist at that time. The reported burns can be considered at least 2nd degree burns since blistering occurred. It is not known at this time if the burns are 2a degree or 2b degree burns.